Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on 08/20/2015, to report that on (B)(6)2015, the patient experienced a failed sensor session, resulting in medical intervention. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that 2 hours after insertion, he experienced an error message that his sensor had failed. No injury was reported. Patient reportedly contacted their physician for advice. Physician advised patient to insert a new sensor and to keep the faulty sensor. Patient reported that the new sensor was working fine. No further medical intervention was required. No additional patient or event information is available.